Manufacturer narrative:
In response to FDA inquiry letter dated 26/apr/2017 for report number 3005113652-2017-00235.

Event description:
Patient's mother reported after injection in the eyes with juvéderm®, the patient was put on life support and passed away on an unspecified date. Patient's mother stated that the patient's eyes "started coming out because that is where the product was injected." Patient's mother also stated that the patient did not want the injections, but their doctor "talked them into it." No further information was provided.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of death is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "intended use/indications juvéderm® ultra plus xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Precautions: ¿ the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. ¿ juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured."

Event description:
Patient's mother reported after injection in the eyes with juvéderm®, the patient was put on life support and passed away on an unspecified date. Patient's mother stated that the patient's eyes "started coming out because that is where the product was injected." Patient's mother also stated that the patient did not want the injections, but their doctor "talked them into it." No further information was provided.